Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on 27-jan-2020. The most recent information was received on 26-feb-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of device breakage ('when they tried to remove the coils, one came out and the other broke off in my tubes and could not be extracted. I now have multiple fragments left in me.') And uterine pain ('severe pain in uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine pain (seriousness criterion disability), nausea ("acute nausea"), vomiting ("vomiting"), feeling abnormal ("symptoms when not pregnant"), headache ("headaches"), abdominal pain lower ("severe cramps") and complication of device removal ("when they tried to remove the coils, one came out and the other broke off in my tubes and could not be extracted. I now have multiple fragments left in me"). The patient was treated with surgery (attempted removal/ partial removal). At the time of the report, the device breakage, uterine pain, nausea, vomiting, feeling abnormal, headache, abdominal pain lower and complication of device removal outcome was unknown. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain lower, complication of device removal, feeling abnormal, headache, nausea, uterine pain and vomiting to be related to essure. The reporter commented: disability/permanent damage was mentioned but not specified and assigned to one of the events quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5092213) on 27-jan-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of device breakage ('when they tried to remove the coils, one came out and the other broke off in my tubes and could not be extracted. I now have multiple fragments left in me.') And uterine pain ('severe pain in uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine pain (seriousness criterion disability), nausea ("acute nausea"), vomiting ("vomiting"), feeling abnormal ("symptoms when not pregnant"), headache ("headaches"), abdominal pain lower ("severe cramps") and complication of device removal ("when they tried to remove the coils, one came out and the other broke off in my tubes and could not be extracted. I now have multiple fragments left in me"). The patient was treated with surgery (attempted removal/ partial removal). At the time of the report, the device breakage, uterine pain, nausea, vomiting, feeling abnormal, headache, abdominal pain lower and complication of device removal outcome was unknown. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain lower, complication of device removal, feeling abnormal, headache, nausea, uterine pain and vomiting to be related to essure. The reporter commented: disability/permanent damage was mentioned but not specified and assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.